Event description:
It was reported, that the patient presented at the emergency department. It was noted, that failure to capture was observed, on the right atrial (ra) lead. And dislodgement was confirmed. The ra lead was explanted and replaced. The patient was stable.